Manufacturer narrative:
(B)(4): implanted device remians.

Event description:
Per the clinic, the patient experienced a performance decrement which could not be resolved, resulting in the decision to discontinue use of the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.